Manufacturer narrative:
The field service engineer could not find a cause. He adjusted the rinse mechanism tubing, checked and adjusted the reagent probes, and adjusted the rinse levels for the probes and rinse nozzles. He ran precision testing that passed and the customer ran all qc that passed. The specific cause of the event could not be determined, but the investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable crep2 creatinine plus ver.2 result from the cobas 8000 cobas c 502 module. The initial result was 8.36 mg/dl and was reported outside of the laboratory. A physician questioned the high result and the sample was repeated. The repeat result on another cobas c502 analyzer was 0.70 mg/dl. The reagent lot number was 54110201 with an expiration date of 31-dec-2021.